Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. Customer's blood glucose levels at the time of hospitalization 34mg/dl. The customer was not wearing the insulin pump for two days prior to the time of hospitalization. The customer stated they believe their low blood glucose levels was due to over bolusing with a manual injection. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.